Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and short interval counts occurred that triggered a lead integrity alert. Review of a remote monitoring transmission also indicated that the patient had an alert for an out of range zero ohm measurement a little more than a month before. The patient was noted to have had an ablation on the morning of the lead integrity alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.